Manufacturer narrative:
H.6. Investigation: 1. Due to unavailable product information, site cannot perform related manufacture review as well as product evaluation; 2. No returned samples or actual defect samples for investigation, so we cant performing in-depth investigation; 3. Base on investigation, the certain cause cannot be concluded at the moment.

Event description:
It was reported that insulin was found leaking from the pen needle 31gx5mm 14 pack after injecting a hospitalized patient suffering from "diabetes and hypertension". The needle was found to be "bent at 90 degrees and stuck to its side wall", causing insulin to not enter the skin. The needle was replaced and a new injection was performed. The following information was provided by the initial reporter, translated from chinese to english: "the patient was hospitalized due to lung occupying combined with diabetes and hypertension. On the evening of (B)(6) 2019, the nurse gave the patient a pre-meal insulin injection, using a needle for a single-use injection pen. It was found that the insulin solution was flowing out, and it was found that the needle at the end of the needle seat was bent at 90 degrees and stuck to its side wall, which caused the insulin not to enter the skin. Immediately replace the needle and re-inject, which increased the pain".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that insulin was found leaking from the pen needle 31gx5mm 14 pack after injecting a hospitalized patient suffering from "diabetes and hypertension". The needle was found to be "bent at 90 degrees and stuck to its side wall", causing insulin to not enter the skin. The needle was replaced and a new injection was performed. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was hospitalized due to lung occupying combined with diabetes and hypertension. On the evening of (B)(6) 2019, the nurse gave the patient a pre-meal insulin injection, using a needle for a single-use injection pen. It was found that the insulin solution was flowing out, and it was found that the needle at the end of the needle seat was bent at 90 degrees and stuck to its side wall, which caused the insulin not to enter the skin. Immediately replace the needle and re-inject, which increased the pain".